Event description:
Based on additional information received on 22-nov- 2017, the case was upgraded to serious as the important medical event of device malfunction was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 21-nov-2017 from a healthcare professional. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had redness on the right knee, difficulty walking on the right knee, swelling on the right knee and extreme pain on the right knee. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) into both the knees. On an unknown date, after unknown latency, the patient had redness, swelling extreme pain and difficulty walking on the right knee only. It was recommended that the patient should "take it easy", elevate and ice knees. It was reported that the patient was told if they were not better a gram stain might be needed to rule out an infection and a prednisone shot would be considered. Corrective treatment: elevate and ice their knees for swelling on the right knee; not reported for rest other events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced localized erythema, difficulty walking, right knee swelling and pain. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.